Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During preventative maintenance (pm) performed by the biomedical engineer, the thermogard xp ivtm system (B)(6) displayed tcmid:04 (ce response timeout) error message. The biomed also noted the coolant (propylene glycol) was discolored and oily. Also, the console's air filter was dirty. No patient involvement.